Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using an ilet system with a 23" teflon 6 mm inset infusion set and later identified a leaking cartridge, after which they replaced the cartridge from a new box and resumed therapy. Symptoms included elevated blood glucose with a reported peak of 462 mg/dl over approximately four hours, with device alerts for prolonged high glucose and no ketone testing, back-up therapy, medical intervention, or acute complications reported. Outcomes included temporary interruption of normal glycemic control without hospitalization or need for assistance. Investigation included user troubleshooting of the infusifon system, visual inspection of the cartridge, collection of the cartridge lot number, and counseling to monitor glucose. Investigation of this case revealed a damaged or defective cartridge consistent with a leak, aligning with a device component issue at the cartridge level and resulting in under delivery of insulin. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the cartridge.